Manufacturer narrative:
Product complaint # (B)(4). Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported an animal underwent an unknown veterinary procedure in 2026 and suture was used. During the procedure, it was reported by distributor per account that suture is not 19mm that was within the packaging. Possible manufacturer issue where the outside packaging says one (mm) size while inside the product is different (mm). In addition, breaking is common and the suture is not staying within. Device is available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the size of the sutures received? 36mm. Were all sutures this size or only some? All this size. If possible, please confirm the quantity. (B)(4). Was there any evidence that the sutures were defective upon opening the individual packaging (e.g., breakage or fraying)? Yes, each time we used them they would break off needle when pulled away from tissue. Suture breaking was also mentioned. When did the alleged deficiency occur; removal from package, handling prior to theient use, passage through tissue, during tying, or --post-op? If different, please explain. Yes, when pulling from tissue. If possible, please confirm how many sutures broke from lot 10aszl and how many from lot 107s5m. 3 and 2. "The suture is not staying within" was also reported. Could you please provide additional details about this issue? The suture breaks off the needle slides out. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.